Manufacturer narrative:
The investigation determined that a non-reproducible, higher than expected creatinine (crea) result was obtained from a single patient sample processed using vitros chemistry products crea slides lot 1542-3521-7179 on a vitros 4600 chemistry system. The result was higher than expected when compared to an alternate method, cobas 8000. The definitive assignable cause of the event could not be determined. A likely cause of the higher than expected vitros crea patient sample result is an interferent in the sample that affects the vitros crea assay. The customer obtained dp flags on the vitros 4600 system for the initial runs of the sample. Additionally, the patient had been taking olimel around the time of the event. Olimel contains proline which is an interferent for the vitros crea assay. In addition, the customer erroneously continued to dilute and process the sample after already obtaining a result from the vitros 4600 system. Continual tracking and trending of complaint data has not identified any signals to suggest there is a systemic quality issue with vitros crea reagent lot 1542-3521-7179. Within run precision testing was not performed on the vitros 4600 chemistry system and an instrument related issue cannot be entirely ruled out. However, there was no evidence indicating that the performance of the vitros 4600 system contributed to the event. Pre-analytical sample processing could not be ruled out as a contributing factor as the customer was not following the sample collection device manufacturer¿s recommended centrifugation protocol. Improper pre-analytical sample handling could have contributed to the event. It is possible that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. Email address for contact office in field MFR site above is (B)(6).

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report a non-reproducible, higher than expected creatinine (crea) result was obtained from a single patient sample processed using vitros chemistry products crea slides lot 1542-3521-7179 on a vitros 4600 chemistry system. The result was higher than expected when compared to an alternate method, cobas 8000. Patient sample vitros crea result of 265.2 umol/l versus an expected result of 60 umol/l. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The higher than expected vitros crea result was not reported outside of the laboratory. There was no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4) and ivd (B)(4).